Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis performed when the issue occurred. The procedure was aborted and the procedure completed by using another system. The philips field service engineer (fse) inspected the onsite and confirmed that geometry movements were partially available. Upon some functional tests the fse confirmed that there is a malfunction of geo module kit. The fse replaced geo module kit. After replaced the geo module kit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system's geometry movements were partially available. The device was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) visited the site and confirmed the issue. The device's geometry control module was replaced, and the device was returned to expected functionality. Philips has started an investigation of this complaint.